Manufacturer narrative:
Corrosion damage was noted within internal components of the device.

Event description:
The micro drill was sent in for analysis because it was running on its own during a procedure. The event occurred just before the device was used on the patient. No adverse event was reported; another device was readily available and it was used for the procedure without any delay.